Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided, and thus, a review of the manufacturing records, complaint history, instructions for use, risk management and, prior actions, could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the vac machine had 2 significant issues where patients have been left without care as their machines have stopped working. It is unknown whether the event happened during surgery and if there was a back-up device available or if there was a surgical delay. However, patients were directing back to the ed.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, a complaint history review, an instruction for use review, and a risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation. Internal complaint reference case-(B)(4). H11 b1 and b2: updated.

Manufacturer narrative:
Corrected data: b5, d1, d2a, d2b, d3, section g (contact office - manufacturing site), h6 (medical device problem code). **the fei number associated to this report should be 8043484 instead of 1643264. The subject device is manufactured by smith & nephew medical ltd and not smith & nephew inc as initially indicated.**

Event description:
It was reported that, during npwt, the machine had a significant issue where the patient was left without care as the machine have stopped working. Patients was directed back to the emergency department.